Event description:
Caller reported a malfunction on the pump with a malfunction code "malf 12." There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and since the malfunction code did not recur, the customer was instructed to continue using the pump. Caller acknowledged and understood the instructions to call back if any malfunction code recurs.